Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the customer had misplaced the socket wrench. The missing socket wrench was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the socket wrench used to manually open the imaging system door was missing. There was no patient present when this issue was identified.